Event description:
The reporter contacted animas on (B)(6) 2013 reporting that for the past month they notice air bubbles in the cartridge. The father noticed that when the cartridge gets down to 20units there are several small air bubbles in the cartridge and tubing. The reporter stated that the cartridge is changed every 2 to 3 days. The reporter stated that the air bubbles have occurred with at least one out of every two cartridges. The reporter denied any damage to the cartridges. The reporter stated that the patient's blood glucose (bg) was 17mmol/l without symptoms. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The reporter stated that they prime and give a correction for elevated bg. This report is made based on the allegation of the air bubbles in cartridge issue.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 06/21/2013 device evaluation: a reserved sample from the same lot number was tested and evaluated by product analysis on (B)(4) /2013 with the following findings: a visual inspection of the cartridge was performed with no damage or defects noted. A leak test and fill test was performed with no failures. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.